Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
New information states that the device was explanted and replaced. No further information was provided.

Event description:
It was reported that during follow-up in clinic, the device could not be interrogated. The inductive telemetry wand was changed as well as the room, but it was unsuccessful. There were no emi sources nearby. Several open-channel telemetry tests were attempted, but none were successful. Premature battery depletion was also noted. Patient was asymptomatic and will be scheduled for device replacement. No further information was provided.